Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of needle anomaly and blood at site from the reservoir. The customer's blood glucose reading was 111 mg/dl. The customer stated that she had set issues. The customer stated that she wasted one set because the needle would not go into the blood. The customer had issues with the reservoir not being able to fill. The customer was advised to call back.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Performed the pre-fill reservoir test and the reservoir and transfer guard passed per inspection. No occluded or air bubbles anomalies were found during analysis.